Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: oversensing/noise increased capture thresholds, impedance decrease/increase. All, but one lead, were surgically revised (which included being abandoned or replaced with new leads). No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) this information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: long-term electrical survival analysis of riata and riata st silicone leads: national veterans affairs experience. Heart rhythm. (B)(6) 2012;9(12):1954-1961.